Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, the patient underwent a port placement procedure using a powerport isp catheter. The catheter remained in situ until its removal on (B)(6) 2026, which was performed to evaluate suspected damage. During this period, catheter damage was identified via x-ray examination, revealing structural compromise suggestive of rupture. The catheter was subsequently removed. There was no reported patient injury.